Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The vessels were 5mm to 6mm in diameter in the iliac arteries, frail and moderate calcification of the vessels. It was reported that the patient was not an open surgical repair candidate. The physician attempted to advance the device up to the right side however was unable to reach the intended lesion site and the delivery catheter was removed without issue. The physician then advanced the same stent graft up the left side successfully implanting the device. The physician noticed that on the right side there was extravasation of contrast. The physician repaired the dissection with another manufacturer's covered stent. There was no blood flow through the left femoral artery, due to a tear/dissection which was repaired with a bovine pericardial patch. The delivery catheter was discarded by the user facility. No clinical sequela were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results and conclusion: arterial trauma/dissection/perforation. Five mm to 6mm in diameter in the iliac arteries, frail and moderate calcification of the vessels). Secondary intervention required.